Event description:
It was reported that the patient experienced hypoglycemia while traveling, with a lowest blood glucose of 49 mg/dl, after which the patient treated with oral carbohydrates including juice and granola bars and later discontinued use of the ilet. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included self-treatment without medical intervention, no need for emergency services or hospitalization, and temporary assistance provided out of kindness. Investigation included complaint intake review, user education and troubleshooting on potential causes of low glucose, and guidance to follow the healthcare provider¿s recommendations. Investigation of this case revealed no device alarms reported and no device malfunction identified, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.